Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an unspecified event involving heparin infusion. The customer is requesting the manufacturer to analyze the device logs. Bd has learned additional information through customer follow-ups. It was reported that on 08 april 2024 at 0032 a heparin drip was ordered by emergency department (ed) physician using an "appropriate high dose order set for a nstemi" (non-st elevation myocardial infarction). The order was reportedly verified by the pharmacist: heparin 25,000 units in dextrose 5% 250ml (premix) infusion - dose: 1,000 units/kg/hr.; rate: 874ml/hr.; route: intravenous. The medication was scanned by the rn and verified by another rn. However, it was reported that the medication was infused faster than anticipated. The full 250ml bag of "heparin was reportedly infused over approximately 30 mins at the rate of 874 ml/hr." The order that was present in the electronic medical record (emr) epic medication administration record (mar) was 25,000 units in d5/250ml. The dose was 1,000 units/kg/hr. With a rate of 874 ml/hr. Also infusing at the time of the event was maxipime 2,000mg at 200 ml/hr. It was reported that there was bleeding at the IV site. The patient is still admitted as of 15 april 2024 with "no other complications." Per rn supervisor emergency department, the patient did not receive a reversal agent. The patient is an 82-year-old male with a recorded weight of 87.4 kg at arrival to the ed and a diagnosis of nstemi. Note that the typical dosing/recommended weight-adjusted regimen on heparin infusion for nstemi is 12 units/kg/hr. (Maximum 1,000 units/hr.) The customer was asked to verify if the ordered dose was indeed 1,000 units/kg/hr. And not 1,000 units/hr. Rn supervisor emergency department confirmed that the ordered rate by the physician was "1,000 units/kg/hr.; rate: 874ml/hr." According to the electronic medical records.

Event description:
It was reported an unspecified event involving heparin infusion. The customer is requesting the manufacturer to analyze the device logs. Bd has learned additional information through customer follow-ups. It was reported that on (B)(6) 2024 at 0032 a heparin drip was ordered by emergency department (ed) physician using an "appropriate high dose order set for a nstemi" (non-st elevation myocardial infarction). The order was reportedly verified by the pharmacist: heparin 25,000 units in dextrose 5% 250ml (premix) infusion - dose: 1,000 units/kg/hr.; rate: 874ml/hr.; route: intravenous. The medication was scanned by the rn and verified by another rn. However, it was reported that the medication was infused faster than anticipated. The full 250ml bag of "heparin was reportedly infused over approximately 30 mins at the rate of 874 ml/hr." The order that was present in the electronic medical record (emr) epic medication administration record (mar) was 25,000 units in d5/250ml. The dose was 1,000 units/kg/hr. With a rate of 874 ml/hr. Also infusing at the time of the event was maxipime 2,000mg at 200 ml/hr. It was reported that there was bleeding at the IV site. The patient is still admitted as of 15 april 2024 with "no other complications." Per rn supervisor emergency department, the patient did not receive a reversal agent. The patient is an 82-year-old male with a recorded weight of 87.4 kg at arrival to the ed and a diagnosis of nstemi. Note that the typical dosing/recommended weight-adjusted regimen on heparin infusion for nstemi is 12 units/kg/hr. (Maximum 1,000 units/hr.) The customer was asked to verify if the ordered dose was indeed 1,000 units/kg/hr. And not 1,000 units/hr. Rn supervisor emergency department confirmed that the ordered rate by the physician was "1,000 units/kg/hr.; rate: 874ml/hr." According to the electronic medical records.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-25049 is a concomitant. Please refer to manufacturer report number 2016493-2024-25053, which captured the correct suspect device per investigation report.